Event description:
Received a reading of 122 mg/dl. He retested and received a reading of 57 mg/dl. The customer did not adjust medication or allege any adverse events due to the readings. The customer did not have any strips left that gave the erratic results, so no product will be returned.